Event description:
A patient reported that pt's one touch ultra meter was reading high when compared to another non-lifescan handheld meter. The ot meter read 380 compared to 230 on the other meter. Patient did not report having any adverse events related to the use of the ot subject meter. No further details were reported.